Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer states that it takes 7 to 17 units to prime all the air bubbles out which takes a lot of insulin. The patient's blood glucose level was unknown. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer's insulin was not kept in room temperature which caused the air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.